Manufacturer narrative:
Date of event was updated. Based on the provided data, a specific root cause could not be determined. Additional information was requested but could not be provided. As calibration and qc were acceptable, a general reagent or hardware issue was excluded. Since the issue has not recurred, a preanalytical issue such as micro clots, fibrin strands, and/or other cellular components was assumed to be the root cause.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable crep2 creatinine plus ver.2 results for two patient samples. Patient 1 initial result was 525 umol/l. Patient 2 initial result was 391 umol/l. These results were reported outside the laboratory. The doctor called and questioned the results and the samples were repeated on two different analyzers. Patient 1 repeat result was 57 umol/l. Patient 2 repeat result was 179 umol/l. The patients were not adversely affected. The reagent lot number was 15403501 with an expiration date provided as "02/2017". The customer cleaned the sample and reagent probes. Air purge and mechanical checks were good. The customer changed the cuvettes. Black residue was found on one of the traps which were cleaned and a water batch exchange was performed. A cell blank measurement was performed which passed and a precision check was performed.